Event description:
The device was used during a lavh procedure. Reportedly, the instrument did not fire. The surgeon converted to a laparotomy and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
1/15/1998-supplemental report #1 submitted to FDA.